Event description:
It was reported that the user applied a new infusion site without first removing the needle guard, then removed the site and sought guidance; the user subsequently changed out all tubing, verified drops, attached a new site, and resumed insulin delivery using a 6 mm cannula. Symptoms included no reported adverse clinical effects. Outcomes included successful restoration of insulin delivery without alarms. Investigation included remote troubleshooting and user education on proper infusion set deployment and tubing change. Investigation of this case revealed user handling error leading to incorrect infusion set deployment, which was resolved through guided reinstallation. It was concluded, based on previously established findings for similar reports, that the cause was user error related to infusion set application.